Event description:
The customer contact reported sparks and flames from the female end of the ac power cord where the cord enters the back of the pump. At an unspecified time, the each channel of the pump was being used to deliver unspecified concentrations of fentanyl, propofol, and normal saline. No specific programming parameters were provided. Approx 30 minutes after the pt was returned from the operating room, the power cord of the pump was plugged into the ac power outlet. The customer contact stated the intubated, sedated pt was repositioned and at this time, spark, smoke, and 2-3 inch flames were reported coming from the female end of the ac power cord. The pump was unplugged from the ac power outlet and the flames extinguished. The device was removed from clinical service. Therapy was resumed using a replacement device. The customer contact indicated that the pt's vital signs and sedation level remained unchanged, and there is no reported delay of therapy critical to this pt. Additionally, there were no reports of any adverse effects to the staff events. No medical interventions were required. During testing at the user facility, charring was noted on the back of the pump where the female end of the ac power cord enters the back of the pump. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. (B) (4). (B) (4).